Manufacturer narrative:
No pt info as no pt was involved in this concern. The device has not been returned to the MFR.

Event description:
A medtronic rep reported the system was slow and freezing while in synergy cranial. There was no pt present.